Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxc 600i synchron access clinical system generated an erroneously elevated troponin (accutni) result, within the risk stratification range, for one patient. The erroneous result was reported out of the laboratory. Repeat testing on a subsequent sample from the patient produced a result within the normal reference range. The effect to the patient, if any, is unknown.

Manufacturer narrative:
The sample was serum collected on (B)(4) 2011 at 03:20, and was centrifuged at 3000g for ten (10) minutes. The customer noted that the sample was full to the mark and slightly turbid. A passing accutni calibration was performed on (B)(4) 2011. Three levels of qc were within the customer's established ranges prior to and after the date of event. A passing system check was performed on (B)(4) 2011 and (B)(4) 2011. Service was not dispatched for this event. Although pre-analytical factors, such as sample handling, may have contributed to this event, no definitive root cause could be determined for this event. Similar events on 10/27/2011 and 10/31/2011 at this customer site are documented in MDR # 2122870-2011-06057 and 2122870-2011-06059, respectively.